Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high. The patient called back on the same day to also report that the same meter was displaying an er5 message. Per the onetouch ultralink user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter claimed the "ER 5" issue began to intermittently appear since (B)(6) 2012 at approximately 4pm. On (B)(6) 2012, at an unspecified time, the patient was unable to obtain a blood glucose reading due to receiving the "ER 5" message. The patient reportedly manages her diabetes with apidra insulin through pump therapy and it is not known if she made any changes to her usual doses in response to the alleged issue. Approximately 45 minutes after the alleged issue occurred, she developed symptoms of "headache and abdominal pain." Later that same day at approximately 1:30pm the patient tested with the subject meter and reportedly obtained a blood glucose result of "high." Per the onetouch ultralink's user guide, this message means that the blood glucose could be ">600mg/dl." The reporter stated that the patient was already symptomatic with "a severe headache" 1.5 hours prior to receiving the alleged result. It is unknown if the patient had eaten anything at that time. The reporter stated she treated the patient with 10u of apidra insulin in response to the alleged high result at approximately 1:30pm just after testing. She took the patient to the hospital due to the high readings and due to her symptoms and reported when they arrived within at 2pm, she was tested on an hcp meter (brand unknown) and received a blood glucose value of "272 mg/dl." The patient was treated with IV fluids at 2pm. It is not known if the patient was admitted to the hospital. At the time of troubleshooting the error 5 issue, the cca noted the patient was not using the meter for the first time. The correct test strips were used and they were in good condition. The patient was reportedly performing the test correctly; the sample did draw completely into the test strip. However the alleged issue remained unresolved. Replacement products were sent to the patient. The ER 5 complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The inaccuracy complaint is reported in a separate submission.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.